Event description:
On or around 11/10/99, the account reported a positive testpack respiratory syncytial virus result for nasopharyngeal wash sample. The direct fluorescent antibody and culture were negative. No report of injury.